Event description:
Customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 600 mg/dl. Cause was unknown. The customer attempted to manage blood glucose by drinking water and using multiple daily injections, however was treated with intravenous fluids of saline and insulin, which resolved the issue, and there was no indication of permanent damage. Customer was released from the hospital on (B)(6) 2025. System check with tandem technical support confirmed the pump was functioning as intended.